Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not able to exit the prime / rewind loop. Customer's blood glucose was 150 mg/dl. It was that insulin squirted out. During troubleshooting, numbers did appear on screen after insulin squirted out. Customer was advised that insulin pump squirting may have caused temporal vent blockage. It was also reported that insulin pump received a failed battery test alarm but was cleared with battery change. Customer was advised that battery cap would be replaced.